Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of chest pain. The patient's transmission showed a trend of lower impedance on the lead. The lead remains in use and being closely monitored. No patient complications have been reported as a result of this event.